Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Based on the information provided, the possible root cause of the low sodium results is most probably an erroneous calibration due to an overly concentrated ise standard high. In the package insert it is stated that the ise standard low and high are for single use only. Another possible root cause could have been a leakage flow either due to air in the measuring channel or leakage flow which comes from the waste. No adverse event was reported.

Event description:
The user received questionable ise (ion selective electrode) results for multiple patient samples and provided data for five patient samples. The initial results were questioned as calibrations performed afterward were not acceptable. All repeat testing was performed on another cobas c501 analyzer at the site. All results are in mmol/l. Patient sample 1 initial sodium result was 128 with a data flag and the repeat result was 140. Patient sample 2 was from a (B)(6) female patient. The initial sodium result was 128 with a data flag and the repeat result was 139. Patient sample 3 was from a (B)(6) male patient. The initial sodium result was 127 with a data flag and the repeat result was 140. Patient sample 4 was from a (B)(6) female patient. The initial sodium result was 126 with a data flag and the repeat result was 137. Patient sample 5 was from a (B)(6) female patient. The initial sodium result was 125 with a data flag and the repeat result was 135. The initial potassium result was 4.2 and the repeat result was 5.2 (5.15). The initial results were reported outside the laboratory and corrected reports were issued. The user stated no patients were harmed. No patients were adversely affected. The sodium and potassium electrode lot numbers were not provided. The field service representative determined the sipper tubing was not properly placed causing air to go into the ise. He adjusted and realigned the sipper tubing. To verify the analyzer operation, the user ran calibration and quality control with all results within the passing range.